Event description:
It was reported that, during a shoulder cuff repair surgery, the electrode of the super turbovac had a punctiform missing, it fell off inside the patient and was removed using surgical clamps. Surgery was completed with a back-up device instead. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found three pictures. One of the pictures shows the device inside an open tray, while another picture displays the wand from a distance with no visible damage. The last image is an arthroscopic picture showing detailed views of the tip: bio debris is present, one of the electrodes is missing, and the device exhibits signs of wear from use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an impact inconsistent with normal use. No containment or corrective actions are recommended at this time.